Manufacturer narrative:
Retainer ring = clear customer complained about having physical damage on the pump on (B)(6) 2021. Unit was received with peeling keypad overlay, missing display window cover, cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place. Pump was received with unresponsive down arrow button. Unable to perform displacement test due to unresponsive down arrow button. Unit was cut opened, inspected and tested. Keypad connector was fully locked. Corrosion found on the keypad traces. Replaces a test case and test for keypad response. All the buttons function properly with a test case. In conclusion, physical damage complaint was confirmed. Unresponsive down arrow button due to corroded keypad traces. (B)(4).

Event description:
Information received by medtronic stated that the keyboard of insulin pump was damaged. No harm was required during medical intervention. The insulin pump will be returned for analysis.